Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, inappropriate shocks were reported on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable.